Event description:
The pt is reportedly experiencing a decrease in sound performance with her internal device. Testing of the pt's device showed that the device is functioning. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.